Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latches messages which were not reproduced during evaluation. The messages were confirmed through a review of the event history log. The door was found difficult to close. They were caused by an out of adjustment lower door hook. The door hooks and latch pins were replaced and the device was recalibrated.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unk.